Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after a right tka performed on (B)(6) 2016 due to osteoarthritis, the patient experienced aseptic loosening of the tibial and femoral component. This was addressed via revision surgery on (B)(6) 2019 were all components where exchange. This information was provided by the (B)(6), as part of a retrospective data collection of patients who underwent a revision surgery of journey uni prothesis. As such, no further information will be available.

Manufacturer narrative:
Section h10: given the nature of the alleged incident, the device, could not be returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a right revision was performed approximately 3 years post uka due to aseptic loosening of the femoral and tibial components. As of the date of this medical investigation, the requested clinical documentation has not been received as the information was provided by the national joint registry of the united kingdom as part of a retrospective data collection, and reportedly, no further information will be available. Without the requested medical documentation, possible clinical factors which could have contributed to the reported event could not be definitively concluded. The patient impact beyond that which was reported could not be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that loosening has been identified as a possible adverse effect. According to the intraoperative section, failure to use the optimum size component could be one of the probable causes of loosening. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: case-2022-00118679-1 section h6 (medical device problem code) was corrected.